Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2025, fujifilm healthcare americas corporation was informed of an event involving ec-760p-v/l. It was reported that during the colonoscopy diagnostic procedure, it appeared to have retroflex unintentionally in the sigmoid colon, which was not allowing the procedure to be completed. Colonoscopy was not completed. Potential sigmoid colon mucosal bruise. During a colonoscopy, the physician encountered difficulty advancing the scope due to multiple diverticula and aborted the procedure; while retracting, the scope became stuck but it was released after patient repositioning and a digital exam, which might potentially result in minor bruise. However, there was no adverse events. The patient remained stable, was discharged, and follow-up confirmed full recovery. The incident is being reported in an abundance of caution as the malfunction could cause contribute to serious injury.